Event description:
It was reported to boston scientific corporation on october 15, 2008, that a corflo cubby low profile gastrostomy device was placed in 2008. According to the complainant, three weeks after placement, the device locking adapter was broken. The device was replaced with another corflo cubby low profile gastrostomy device. No pt complications were reported as a result of this event. The pt's condition was reported as "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.